Event description:
A resolute integrity drug-eluting stent was been used to treat a lesion in the obtuse marginal. The device was unable to cross the lesion. The device was removed from the patient and on removal it was noted that the stent was damaged. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). No results available since no evaluation performed - device or procedural images not provided for review. Related to operational context ¿ stent damage is most likely procedural related. (Device not returned). Conclusion results: inherent risk of procedure ¿ (stent deformation). Unable to confirm complaint - (device or procedural images not provided for review). Related to operational context - stent damage is most likely procedural related.